Event description:
See initial report.

Manufacturer narrative:
H10: based on available information, the clamp was working as per specifications and was returned back into service. Any hardware failure can be excluded and the reported event is more likely associated to the user failing to set up the link and/or the connection between the cp5 and the clamp. Therefore, the reported event has been re-evaluated as non reportable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in manchester, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device, and it was found to be properly working. No deviation relevant to the reported event were identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error code, and the clamp function buttons desappeared from the centrifugal pump control panel during service. There was no report of patient injury.